Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, this was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 3. The first mitraclip was placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened from 25 degrees to 30-35 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. The replacement mitraclip was successfully deployed on the mitral valve, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.